Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found insulation abraded at 7.3 cm to 7.4 cm from connector pin and 45.8 cm to 46.3 cm from connector pin. The abrasion is consistent with that of exposure to friction with another implantable device.